Event description:
A suspected overdose was reported. The patient presented to the emergency room (ER) and was unresponsive, but did respond to narcan. It was discussed whether infusion from the pump should be stopped and the physician said he would likely hold off on aspirating the pump for now. The drug in the pump was unknown. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 8709sc, lot# n187498006, implanted: 2009-(B)(6), product type catheter. (B)(4).